Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced with a paddle to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.